Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, lot#: va1lren028, implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, lot#: va1lren016, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-nov-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that x-rays showed the leads had moved cephalad by one electrode. No actions were taken to resolve the event and the event was noted to be unresolved at the time of the study closure. The cause of the event was not provided. No symptoms or further complications were reported or anticipated.